Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-17569, is a duplicate of mrn 9617229-2024-17423. Please see mrn 9617229-2024-17423 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2024-17569, is a duplicate of mrn 9617229-2024-17423. Please see mrn 9617229-2024-17423 for reportable events.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture and capsular contracture, baker grade IV". The device remains implanted. This relates to the right side.